Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 7 would not close properly and found chassis was warped. A field service engineer replaced the chassis and rails on drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system kl.edjess auxiliary drawer 7 failed. Issues with latch and engaging upon closing the drawer prevented the user from removing medication for a patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a review of the complaint history for sn (B)(6) was performed in sales force which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer would not close properly and found chassis warped. A field service engineer replaced the chassis and rails on drawer to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary kl. Edjess auxiliary drawer 7 failed. Issues with latch and engaging upon closing the drawer prevented the user from removing medication for a patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.